Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they had no delivery alarm during basal, bolus, fixed prime. Customer's blood glucose was unknown mg/dl. After the troubleshooting was done, customer was advised that the insulin pump is working as designed. The customer was advised that the alarm was caused by set/reservoir occlusion.